Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had a blown transformer and t10 fuse that had caused the reported electrical failure mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf generator was experiencing an electrical issue following the completion of an unspecified procedure. According to the initial reporter, the unit blew the electrics in the delivery suite. As noted before, the customer confirmed that this occurred after the procedure and had no impact on the patient. During the device evaluation, it was confirmed that the unit had blown a printed circuit board and a fuse. This report is being submitted to capture the blow electrical components found during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of the motherboard. Olympus will continue to monitor field performance for this device.